Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from finland, a 11500a25mm valve implanted in aortic position was explanted from a 67-year-old patient after an implant duration of six (6) years and twenty seven (27) days due to calcific degeneration, which led into severe regurgitation (ef ascended to 62%, peak gradient 100mmhg, flow velocity up to 5.1 m/s). The patient presented with dyspnea, fatigue and chest pain before the reintervention. The valve resulted with a small hole in the leaflet because of the explantation. A surgical valve was implanted in replacement, and the patient was noted as to be in stable condition.

Manufacturer narrative:
The following sections were updated/corrected/added: h6 (added device code, added type of investigation, updated investigation findings and updated investigation conclusions) h2: device evaluation: product evaluation confirmed the customer report of calcification. Heavy calcification on all three leaflets. Extrinsic calcific deposits were observed on all three leaflets on both the inflow and outflow aspects. Host tissue on the stent circumference was moderate at the inflow aspect and minimal at the outflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice on leaflet 2 at the inflow aspect. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. The cloth was cut at multiple locations around the sewing ring. H11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Svd (structural valve degeneration) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv (bioprosthetic heart valves) implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7- 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. Based on the information available, the most likely root cause is patient factors, including hyperlipidemia. In addition, pannus is a non-immune inflammatory reaction of the body to the implanted prosthesis, characterized by proliferation of fibroelastic tissue and collagen, with a starting point in the suture area and subacute or chronic centripetal evolution. Pannus can have both beneficial and harmful effects depending on the amount of growth and location. A small amount of host tissue growth over the suture line is expected and is needed to form a non-thrombogenic surface and complete the healing process after device implantation. In contrast, an excessive amount of pannus growth can cause nonstructural dysfunction that may require intervention. Host tissue growth can extend onto the cusp surfaces leading to thickening of the cusps, cusp retraction or curling, leaflet immobility, and/or abnormal coaptation, potentially resulting in valvular regurgitation, elevated gradients, and/or stenosis. Pannus/host tissue overgrowth is most likely due to patient factors and is unlikely to be related to a manufacturing non-conformance. Since no edwards defect was identified, corrective or preventative actions are not required.